Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon made all of his cuts, and asked me to expand his boundaries for all them. When he was trailing, medial flexion opened up more than expected. The surgeon noted the medial collateral ligament (mcl) may been nicked. He put a ps femur on with a 11 ts poly for the best stabilization. After, the surgeon said it was a ¿superficial mcl¿. He also completed his second mako of the day after this case. There was a 10 minute delay in surgery to prep femur for ps box..

Manufacturer narrative:
Reported event: an event regarding a nicked mcl during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 312 found quality inspection procedures successfully passed. Complaint history: based on the device identification (B)(4) the complaint databases were reviewed from 2011 to present for similar reported events regarding tissue damage to the mcl. There was were no other reported event for the listed catalog number. Conclusion: extending the boundary of a cut allows the haptics to increase potentially into the soft tissue area of the patient knee. When accepting this warning, the cuts around the soft tissue are now the responsibility of the surgeon and no longer the robotic haptics. The system acted as intended by allowing the surgeon to make cuts outside of the initial bone haptic boundary. No system defect or malfunction is suspected.

Event description:
The surgeon made all of his cuts, and asked me to expand his boundaries for all them. When he was trailing, medial flexion opened up more than expected. The surgeon noted the medial collateral ligament (mcl) may been nicked. He put a ps femur on with a 11 ts poly for the best stabilization. After, the surgeon said it was a ¿superficial mcl¿. He also completed his second mako of the day after this case. There was a 10 minute delay in surgery to prep femur for ps box..